Manufacturer narrative:
Product complaint #: (B)(4). The device catalog number is unknown; therefore, UDI # is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2014, the patient underwent the surgery for hip with the liner in question. The surgery was completed successfully without any surgical delay. After the surgery, it was confirmed on (B)(6) 2022, that the liner had come off. The revision surgery was done. The revision surgery was completed successfully without any surgical delay. The surgeon commented that it was highly likely that the liner had come off because the screw head had protruded. No further information is available. Doi: (B)(6) 2014. Dor: (B)(6) 2022. Unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device and the photographic evidence found marks on the head of the screw, most likely caused due to implantation and extraction process. However, no defects that contributed to the reported allegation were observed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was retrieved for this device.